Event description:
It was reported that the patient has been referred for generator replacement due to the patient experiencing an increase in seizures and drop seizures. It was reported that the physician feels that replacing the generator will improve the increase in seizures even though device diagnostics did not result in eos - yes. It was reported that the physician attributes the increase in seizures to an "older device that needs replacement". It was reported that the patient's seizures were increased above the patient's pre-vns baseline levels and that the patient had a history of drop seizures pre-vns. The patient received a new psychiatric medication prior to the increase in seizures; however, the physician did not assess that this was the possible reason for the increase in seizures. Surgery is likely, but has not occurred to date.

Event description:
The patient underwent generator revision on (B)(6) 2013. The explanted generator is not expected for return per hospital policy. Follow-up showed that the patient seen on (B)(6) 2013 at which time seizures were controlled. The patient was reportedly doing well with seizure control.